Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 10-jul-2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a vizigo and that there was a fairly sharp-looking ridge near the distal end of the sheath. They noticed that the vizigo sheath had a kink at the end of the sheath. They did not replace the sheath as the kink was discovered the end of the case. No patient consequence reported. Additional information was received. It did not appear to have any exposed wiring. There was a fairly sharp-looking ridge near the distal end of the sheath. The physician has some difficulty maneuvering the sheath near the end of the procedure but did not mention issues inserting or removing the catheter. Did not take a picture. It was very close to the distal end of the catheter, but did not take a measurement. Does not know if the device was pre-shaped. This event was originally considered non-reportable, however, bwi became aware on 02-jul-2025 that there was a fairly sharp-looking ridge near the distal end of the sheath and have reassessed the event as reportable. The awareness date for this record is 02-jul-2025.

Manufacturer narrative:
During an internal review on 17-jul-2025, noted a correction to the 3500a initial, under the d4. Primary UDI number as it should have been processed as (B)(4). Therefore, corrected. It was reported that a patient underwent an atrial fibrillation (afib) procedure with a vizigo. They noticed that the vizigo sheath had a kink at the end of the sheath. They did not replace the sheath as the kink was discovered the end of the case. No patient consequence reported. Additional information was received. It did not appear to have any exposed wiring. There was a fairly sharp-looking ridge near the distal end of the sheath. The physician has some difficulty maneuvering the sheath near the end of the procedure but did not mention issues inserting or removing the catheter. It was very close to the distal end of the catheter, but did not take a measurement. The device evaluation was completed on 18-jul-2025. The device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection were performed following j&j procedures. Visual analysis revealed a big bent and kink in the braided shaft for stability and torque. In addition, it was observed that the channel through which the electrode wires are inserted was deformed; however, no exposed wires were observed. No sharp areas were observed on the shaft or the tip. Finally, reddish material and a tear in the stability and torsion surface were observed. The damage on the shaft and the reddish material observed could be related to the manipulation of the device during the procedure; however, this can not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The tip issue reported by the customer was confirmed as the bent could be related to the issue reported by the customer. The potential cause of the damage and the reddish material cannot be established. The instructions for use contain (IFU) the following warning and precaution: during insertion, use caution not to create excessive bends that may lead to crimps in this device. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: rod/shaft (g04112) were selected as related to the customer¿s reported ¿fairly sharp-looking ridge near the distal end of the sheath¿ issue. In addition, biosense webster inc. Analysis finding of the ¿bent and kink¿. -investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: rod/shaft (g04112) were selected as related to the customer¿s reported ¿fairly sharp-looking ridge near the distal end of the sheath¿ issue. In addition, biosense webster inc. Analysis finding of the ¿reddish material and a tear in the stability and torsion surface¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).